Event description:
It was reported that (1) lcsc5 was used during a colon resection procedure. It was reported by the affiliate that the device had a steady tone. Opened another device to complete the case. There was no adverse pt outcome.